Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, damage (physical or cosmetic), and retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage to the retainer ring on the pump. The customer reported a labeling issue. Product label reported as missing, removed, worn, faded, or damaged following usage. The customer reported that the battery cap was damaged. Damage was on metal contacts. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received without a battery cap. Installed a test battery cap and continued testing. The pump was received with a missing retainer, a partially broken reservoir tube lip, and a missing reservoir tube o-ring. Unable to perform the displacement test or lock a test p-cap into the reservoir compartment due to the missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring. The following were noted during the physical inspection: missing retainer, stained keypad overlay, missing serial number label, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.